Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced damage with leakage. The following information was provided by the initial reporter: it was reported by the customer that the "rn discovered a small hole on the primary tubing of patient's continuous doxorubicin at the top connection piece that fits into the IV channel". This rn went to hang patients 2330 medication and then noticed a small wet spot on the floor of red liquid.

Manufacturer narrative:
H6: investigation summary a complaint of a set leaking during infusion was received from the customer. A sample was returned for investigation. Through visual inspection, no damages or defect were observed on the set. The sample was then primed and infused at a rate of 250 ml/hr. No leakage or alarms were observed during priming or infusion. The defect could not be replicated. A device history record review for model 2426-0007 lot number 22059365 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 27may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059385 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 27may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22035466 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 03mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the defect could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced damage with leakage. The following information was provided by the initial reporter: it was reported by the customer that the "rn discovered a small hole on the primary tubing of patient's continuous doxorubicin at the top connection piece that fits into the IV channel". This rn went to hang patients 2330 medication and then noticed a small wet spot on the floor of red liquid.